Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 123 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Based on the operative report provided, the explant was due to aortic stenosis. On (B)(6) 2012, his blood cultures revealed (B)(6). A temporary pacemaker was also placed on (B)(6) 2012. Per the op report, it was found that the leaflets of the valve were partially destroyed, but most importantly, there appeared to be a generous root abscess involving just under the left main coronary ostium and the entire sinus of valsalva in that area. The subject valve was excised and then debrided all nonviable tissue. A bovine pericardial patch was placed over the abscessed area. After seating the patch, we then seated the valve using core knot to secure all the sutures. The patient was successfully weaned from bypass without complications on no inotropic support. The surgeon was unable to perform transesophageal echo was unable and could not obtain visualization by transthoracic echo or epiaortic ultrasound for visualization at the completion of the procedure because of patient's prior neck surgery and known esophageal stricture. Per discharge summary, on (B)(6) 2012, a single-chamber implantable cardioverter defibrillator (ICD) for sustained monomorphic ventricular tachycardia was installed. On (B)(6) 2012, a day following placement of his ICD, the patient was shocked. He has not sustained a shock since that point in time. The patient had significant improvement from day to day. The patent was discharged on (B)(6) 2012. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not returned, and therefore, the root cause of this event could not be confirmed. Although the root cause cannot be confirmed, 'the leaflets of the valve were partially destroyed, but most importantly, there appeared to be a generous root abscess involving just under the left main coronary ostium and the entire sinus of valsalva in that area.' The patient's blood cultures were also (B)(6). No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.